Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the customer received an insulin flow blocked alarm. The user stated the insulin flow blocked alarm occurred during the priming process. During troubleshooting, the pump did not alarm with no reservoir detected. Blood glucose level at the time of the incident was 97 mg/dl. No harm requiring medical intervention was reported. The pump will be returned for analysis.